Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right atrial (ra) lead exhibited intermittent atrial undersensing and the implantable pulse generator (ipg) exhibited abnormal device function. The device and lead remain in use. No further patient complications have been reported as a result of this event.